Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected their transfer set from the pt line of the homechoice set during dwell 1/5. The home pt then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt's nurse.